Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had contracted an infection from the continual 24 hour use from the purewick female external catheter. Medical attention was giving from the nursing care facility. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for the infection.

Event description:
It was reported that the patient had contracted an infection from the continual 24 hour use from the purewick female external catheter. Medical attention was giving from the nursing care facility. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for the infection.

Manufacturer narrative:
The reported issue was confirmed as use related issue as per the reported event and IFU. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. No sample was returned for evaluation. A potential root cause for the issue could be "user unaware of time limitation or forgets the patient is using the device". A DHR review is not required as the event is use related. The instructions for use were found adequate and states the following: "recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.